Event description:
It was reported that a patient presented to the emergency room with bradycardia. Remote transmission was reviewed and revealed that there was no capture on the right ventricular (rv) lead. X-ray was performed and revealed the rv lead had dislodged. The physician elected to explant and replace the rv lead. The patient was stable following the procedure.